Event description:
The manufacturer was notified of a paravalvular leak involving a perceval plus prosthesis. The following provides a summary of all information currently available to the manufacturer. A perceval plus valve pvf-s was implanted on (B)(6) 2025 during an avr surgery with no concomitant procedures. No positioning problems were encountered during the implantation procedure. The patient did not present any abnormal geometry of the native aortic valve. Paravalvular leak was confirmed on (B)(6) 2025, and surgery was performed again. The perceval plus in size s was replaced wih a perceval plus in size m. The patient had an uneventful postoperative course and good outcome.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The involved device was reportedly discarded at the hospital and is therefore not accessible for testing. From the document review performed, no manufacturing deficiencies were noted. As reported, the valve was explanted, and a larger size was implanted instead with good outcome. As such, it is reasonable to conclude that the event was related to mis-sizing (use error).